Manufacturer narrative:
Batch review performed on 09 april 2018; lot 090501/t: (B)(4) item manufactured and released on 24 june 2013. Expiration date: 2018-05-31 no anomalies found related to the problem.

Event description:
About 2 years and 2 months after primary the surgeon revised the patient for stem loosening. Stem swapped successfully.